Event description:
Major pump unit(s) involved: drive unit failure. Additional text: bearing failure. Specific component(s) involved: pump drive unit malfunction. Additional text: bearing failure. Other component:. Causative or contributing factor: no specific contributing cause identified. Other cause:. Intervention(s): replacement of pump. Other intervention:. Implant device type: lvad malfunction device type:.

Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: pump drive unit malfunction.